Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's system board and front panel/keypad led pca was observed. The device's system board and front panel/keypad led pca were replaced to address to address the issues.